Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - device code: detachment of device or device component (2907). D10 - product received on: 10/03/2019. Investigation - evaluation: a review of the instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One wayne pneumothorax set was returned to cook for examination. Upon visual inspection, the catheter was pulled out of the glued fitting. The flare on the tubing was observed to be pulled out as well. There is no evidence to suggest the complaint device was not manufactured to specification. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the complaint device could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest that non-conforming product exists either in house or in field. The wayne pneumothorax catheter is supplied with IFU (c_t_waynemod_rev4), which includes the following: ¿12. The catheter and connected drain lines should be secured to the patient. Excessive tension on the catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the patient's skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient's skin with tape, suture, or catheter securement device.¿ based on the information provided, inspection of the returned product, and the results of our investigation, a definitive root cause could not be established. However, the most probable cause can be traced to manufacturing. A clinical review of the complaint was not able to rule out patient activity, tension on connecting lines, incorrect securement of the device to the patient, or manufacturing as a cause of the event. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Report date was inadvertently left out of previous medwatch report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was a securement device in the place for the hub as indicated in the instructions for use. Facility staff was unable to recall if the strain relief loop was formed. The device was connected to a drainage bottle. The connection line did not get caught on anything in the patient's environment.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
After a procedure to insert a pacemaker, it was reported that the hub of a wayne pneumothorax set separated from the device. While staff helped to toilet the patient, the drainage line disconnected from the hub. The catheter was pinched immediately and subsequently clamped. The patient was then taken to get an additional chest x-ray and thorax CT. The portion of the catheter that remained in the patient was removed during the CT drainage exam. The patient then required an additional insertion of a new chest drainage device. Additional information regarding the event details have been requested, but have not been made available at the time of this report.